Event description:
It was reported that the patient was having pain around her vagina. The patient did not have pain when she sat. She was not really feeling stimulation so she increased her setting to 2v prior to report. Additional information reported the patient went from program 1 to 2 at 2.30v. On (B)(6) 2015, the patient could not feel stimulation but she felt it the day before. Also, the patient had no urinary relief on (B)(6) 2015. The onset of the whole event remains unclear. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0g6wu, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient still had concerns with the device or therapy, but they were working with the physician or manufacturing representative. The patient had an appointment on (B)(6) 2015.